Manufacturer narrative:
(B)(4). Evaluation other evaluation in process, no method, results or conclusion code can be chosen at this time. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated falsely elevated architect calcium results on patient specimens that would repeat in the normal range. The account stated that several specimens tested architect calcium >15.8 mg/dl, but repeated in the normal range. No specific patient information or testing data was provided. No impact to patient management was reported.